Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction code, and was advised to continue using pump and to call back if malfunction code recurred, which caller acknowledged and understood.